Event description:
It was reported that the device's electrode was not inserted in the cochlea. It was decided to reposition the electrode in a revision surgery. The surgery was not successful. The patient was explanted in the same surgery.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.